Event description:
It was reported that stent positioning difficulties were encountered. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified external iliac artery. A 12x30x75 epic vascular stent was advanced to treat the lesion. However, during deployment, the stent jumped forward causing it to miss covering the entire lesion. Another stent was deployed to fully cover the lesion, and the procedure was completed without complications. The patient was fine.